Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable pump that was infusing bupivacaine and unknown morphine and was now infusing saline for non-malignant pain. It was reported that the patient stated they have an MRI of their spine coming up in 2 days and they do not have an ID card. The patient stated the MRI is of 'I think of my spine overall' because they have to get with a new doctor soon as their managing doctor retired 2 weeks ago. Agent reviewed registration information and patient stated their pump 'stopped working' about a year ago. Patient stated they used to put bupivacaine and morphine in the pump, but 'they put the medicine in the pump but it wasn't giving me anything. So when they did the refill, they pulled out anything in excess - they were pulling out what they put in the previous time. They just have saline in it now because it wasn't working.' Patient stated they do not think the active pump was accurate as because they thought they got a pump replacement 'within like the last 3 years or so,' but was unable to verify, did not have any pump printouts, and did not have any external equipment. The agent documented reported information and redirected patient to healthcare provider to further address the issue.